Event description:
During a wedge resection precedure, the device performed malformed staples at 2nd and 4th firing (open shape). The procedure was completed with additional suture. There was no pt consequence.